Event description:
It was reported that the patient underwent a fusion surgery on the lumbar region of his spine from l2 to s1 spinal fusion surgery on (B)(6) 2009 using rhbmp-2/acs. Sometime postop, the patient experienced severe lower back pain with radiating pain into his lower left extremity. A CT scan performed on (B)(6) 2010 reveals posterior osseous ridging and posterolateral osteophytes. The patient has difficulty ambulating, and is bedridden most of the day.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: 1. L2 to s1 posterior spine fusion and decompression with re-exploration of l5-s1 level. 2. L3-4, l4-5, l5-s1 interbody fusion, 3. Lanx instrumentation, 4. Spinal cord monitoring; for pre-op diagnosis of: lumbar spondylosis. Per-op notes: after decompression bilateral pedicle screws were placed at l2-3, l4-5 and s1, position confirmed by radiography. At l5-s1 level two 12mm cages were impacted in vertical fashion followed by grafton putty. At l4-5 level two 10mm cages were filled with auto and allograft chips. At l3-4 10 mm cage was impacted followed by auto and allo-graft chips. The transverse processes of l2, 3, 4, 5 and s1 were decorticated using allograft chips and rhbmp-2 across 2-3 junction, as well as the autograft harvested form lamina. This was placed bilaterally completing the posterolateral fusion. No complications were reported.